Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had minorscratches to the display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via telephone call that the customer was hospitalized due to high blood glucose. The customer had passed out at work and injured her head. She was treated with an insulin drip until the blood glucose was brought down to 150 mg/dl. She was placed back on the insulin pump and the blood glucose ran up to 489 mg/dl and she was treated with an insulin drip again. The blood glucose reading was 575 mg/dl at the time of admission. The caller declined troubleshooting. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.